Event description:
Per the physician, the patient was admitted to the hospital for one day due to an ear infection. The patient was given vancomycin antibiotics and went home. The patient was back in the hospital the next day due to worsening conditions. The patient¿s ears were drained and a spinal tap indicated meningitis. The patient is on ceftriaxone IV antibiotics and seems to be doing well.

Manufacturer narrative:
.